Event description:
Caller reported pump malfunction with no prior notable events. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.